Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infusor. Pump with a condition of "problem with drive mechanism." It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a drive mechanism problem involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a loose lead screw and guide rods not aligned. The lead screw was tightened and the guide rods were aligned in order to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.